Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A watchman access system (was) double curve was positioned and two 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first two deployed closure devices were both partially recaptured and then re-deployed and eventually fully recaptured. During full recapture of the 2nd closure device, the was bowed and the device popped out of the laa. The was exchanged for an anterior curve and a 33 mm device was selected. The device was deployed and upon interrogation a new pericardial effusion to the posterior laa was noted. A subsequent cardiac tamponade also occurred. Case was aborted. A pericardiocentesis was performed to successfully resolve the effusion. Per physician, cause of the effusion is believed to be the 2nd device popping out the laa upon recapture. Patient has been discharged.